Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump has been intermittently dispensing insulin during the load step over the past month. The patient confirmed that she has been disconnected when performing this step for a cartridge change, and there were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 06/14/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2012 with the following findings: a review of the black box history reveals that the pump was used after the reported event date. There were several non-zero low force 'loss of prime' warnings and several "no cartridge detected" warnings with zero and non-zero low force observed in the pump history. An 'ezprime' operation was performed and the pump was found not to detect the cartridge during the load step, pushing out all fluid. A 'no cartridge detected' warning was noted in pump alarm history. The force sensor was found to be within calibration. The pump was opened and the oled display and force sensor pins are intact. An intermittent force sensor pin trace was found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.